Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a final screwdriver broke during final tightening within surgery. An alternative driver was used to complete the procedure without any reported patient impacts.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to have fractured off in a manner consistent with high torque values associated with screw installation. The cause cannot be determined since the torque limiting handle used with the driver at the time of failure was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions associated with proper device usage.